Manufacturer narrative:
Additional narrative: patient ID and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 27.mar.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for a trauma next generation trochanteric fixation nail system procedure (tfna) on (B)(6) 2016. During the procedure a compression nut, guide sleeve, aiming arm and the aiming locking device were locked in place and would not disengage after the procedure. After a couple of attempts, the surgeon was able to disengage the parts and there was a surgical delay of approximately ten to fifteen (10-15) minutes. There was no additional medical intervention required and the procedure was successfully completed. There was no harm to the patient. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (blade/screw guide sleeve, part number 03.037.017, lot number 9428332). The subject device was received with the complaint that the device was locking in place with three associated instruments intraoperatively and would not disengage after the procedure. After a couple of attempts, the surgeon was able to disengage the parts and there was a surgical delay of approximately 10-15 minutes. The subject device was received was received with minor thread deformation along the flat region located 37 mm to 95 mm from the top of the flange. In the investigation, there were no issues with assembling and disassembling the guide sleeve and buttress/compression nut to the aiming arm. The sales consultant confirmed that there were no issues with this when the devices were checked outside of the operative environment. When axial force is applied to the blade guide sleeve ((B)(4)), as is the case when the tip of the sleeve is pressed tightly against the bone, the force in turn is applied through the buttress/compression nut (bcn) ((B)(4)) to the locking insert ((B)(4)) which is part of the aiming arm ((B)(4)). When excessive force is applied to the guide sleeve, the surgeon may need to apply a little more force on the locking device to disengage the bcn or rotate the bcn clockwise to reduce the axial force on the construct. Without doing so, the assembly may appear to be stuck together, which appears to be what happened in this case. The thread deformation likely came from rotating the guide sleeve within the aiming arm, but it does not appear to affect part functionality. Because no product issues were discovered during the investigation, it appears that the extra pressure on the guide sleeve during the operation prevented the sleeve assembly from disengaging from the aiming arm. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.